Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse was not able to reproduce any signs of the leaks since the customer tightened the loose probe fitting to resolve the leaking issue before the fse visited onsite. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the reagent probe a of the unicel dxc 600 synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.